Event description:
It was reported that a loss of pacing occurred. When seen in-clinic, the device was unable to be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient reported mild anxiety following the procedure, but was in stable condition.

Manufacturer narrative:
Implant date is estimated to be in 2022.

Manufacturer narrative:
Correction: d6a: implant date is estimated to be in 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.